Manufacturer narrative:
During device evaluation at olympus, it was found the e224 error code was displayed on the monitor due to a short in the cable. The label on the rear cover was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that an e224 scope communication error was displayed during an unknown therapeutic procedure when using a 4k autoclavable camera head. There was no reported harm or injury during the procedure due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the procedure was for a bariatric sleeve. A different 4k camera was used to complete the procedure and there was no delay. The camera failed when setting up for the procedure. The patient was not in the room when the camera was found to have failed. The camera was inspected for cleanliness during reprocessing.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported problem was a cable failure, resulting in communication failure. A likely cause of the cable failure could not be determined. As a preventive measure for cable damage, the instructions for use contain the following statements: ¿ "be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." ¿ "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."